Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left essure coil removed in entirety in 4 separate pieces and right 2 separate pieces') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain/ increasingly severe pain"), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating") and back pain ("chronic back pain") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, pelvic pain, discomfort, menorrhagia, abdominal pain, abdominal distension, uterine leiomyoma and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, device breakage, discomfort, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 15-apr-2021: mr received: reporter added. Case become medically confirmed and serious incident. Essure removal surgery and date added. New event "left essure coil removed in entirety in 4 separate pieces and right 2 separate pieces" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left essure coil removed in entirety in 4 separate pieces and right 2 separate pieces') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain/ increasingly severe pain"), discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating") and back pain ("chronic back pain") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, pelvic pain, discomfort, heavy menstrual bleeding, abdominal pain, abdominal distension, uterine leiomyoma and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, device breakage, discomfort, heavy menstrual bleeding, pelvic pain and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-apr-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.